Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had skin irritation from wearing a pod for 24 to 36 hours on the abdomen. The patient went to see their doctor and was prescribed keflex 500 mg and was directed to use 4 times a day for 10 days.